Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "nose is always itchy and dripping like allergy symptoms". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient.a device was returned to the manufacturer for evaluation. During the evaluation of the device the device was visually inspected and found no evidence of foam degradation. Two error codes were documented: error #176, 11/12/2021, 03:36:53 am, error #53, 01/18/2021, 03:41:34 am. The device was not needed for internal stock and was scrapped per fc:16-700-623.